Event description:
This spontaneous case report was received from a consumer in the united states on (B)(6)2014 via a company internet site. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced auto-immune disorder. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. The consumer reported she has an auto-immune disorder at time of reporting that she never had before. The consumer considered the auto-immune disorder was related to essure follow-up information posted online by consumer on (B)(6) 2015: consumer had essure and had an allergic reaction to the nickel in the device. Eight weeks after implantation, the devices were removed surgically. A year after this she had a hysterectomy because metal fragments were left behind. She has had debilitating pain and fatigue throughout this experience, and on (B)(6) 2015 she was diagnosed with fibro (interpreted as fibromyalgia). She was just feeling hopeless. Case upgraded to incident. Follow up information from (B)(6) 2015: ptc (product technical complaint) received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. Additionally reported were usability issues (due to associate product quality issue). The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed, 8 weeks after its implantation, due to an allergic reaction to the nickel in the device. One year later, she underwent a hysterectomy due to metal fragments, which were left behind. Additionally she reported autoimmune disorder. The reported events were considered serious due to medical importance and are listed in the reference safety information for essure; except for metal fragments were left behind, interpreted as a device breakage, which was listed according to technical analysis. The essure insert consists of a nickel-titanium alloy, allergic reactions to essure may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. Additionally, if essure removal is attempted, there is a possibility that the removal will not be successful or that the micro insert may break, leaving a fragment in vivo. In this particular case, considering the above mention information and given the positive temporal relationship causality between the reported device breakage/nickel allergy and the suspect insert essure cannot be excluded. Regarding auto immune disorder, a contributory role of essure is considered unlikely given its local action at fallopian tubes. This case, initially regarded as non-incident, was amended to incident due to the interventions later reported by consumer (hysterectomy and essure removal). The product technical complaint concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. No further information will be actively requested since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.